Manufacturer narrative:
Date sent to the FDA: 03/17/2011. (B)(4) - broken pneumatic switch. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the pneumatic switch on the back of the motor drive unit is not working. No add'l info was known. No adverse pt consequences were reported.